Event description:
It was reported that the front panel of the subject device had its light-emitting diode (led) blinking. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, printed circuit board failure and front panel is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause was traced to component failure olympus will continue to monitor field performance for this device.